Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 23 mg/dl. The customer required emergency assistance from a caretaker to address the low bg. The customer was given cake icing and tea. The contact reported that cause of the low bg was due to the customer not accurately counting carbohydrates. The customer is a brittle diabetic with numerous health issues and does not communicate to a healthcare provider openly as to how the bg levels are being effected by the pump.